Event description:
It was reported that during a routine post procedure check, the right atrial lead exhibited increase in sensing thresholds and caused capture in the ventricle. It was suspected that the lead was dislodged. The device was reprogrammed. The patient underwent procedure on (B)(6) 2017 for lead revision. The lead was repositioned. During a post procedure check, the lead was dislodged. The patient underwent procedure on (B)(6) 2017. The lead was explanted and was not replaced. The device and ventricular lead exhibited normal functions post procedure. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.